Manufacturer narrative:
Device not returned for eval. Internal investigation in progress but not yet complete.

Event description:
It was reported that while the surgeon was tightening down the screw to the far cortex the screw head broke off. The screw was pulled out with pliers so a larger size screw had to be used to complete the surgery.